Manufacturer narrative:
Concomitant products: 4196 lead, implanted: (B)(6) 2011.

Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead was damaged. It was noted the superior vena cava (svc) coil port was plugged and then the rv coil also showed a rise in impedance during a post-operative check. The physician decided to replace the lead and during the rv lead replacement procedure, the physician suspected the header of the cardiac resynchronization therapy defibrillator (crt-d) was damaged when trying to remove the lead. The crt-d was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned, analysis was performed and no anomalies were found. It was noted the returned device had a damaged connector and a damaged grommet. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.